Manufacturer narrative:
The device was returned and the evaluation found the reported issue was reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had an e207 emergency light error. The issue occurred during a therapeutic transurethral resection of the prostate in saline (turis) procedure. The procedure was completed with the same device. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e207 error (emergency lamp failure) occurred due to faulty emergency lamp. Olympus will continue to monitor field performance for this device.